Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted to hospital due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 36 mmol/l. The customer gave positive test in ketone and also experienced nausea and vomiting due to high blood glucose. The auto mode was active at the time of incident. The customer took off the insulin pump and placed on insulin drip during hospitalization. The insulin pump will not be returned for analysis.